Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hardware on the video board and reseating cables on the power distribution board. System was calibrated and safety tested to factory's specifications.